Manufacturer narrative:
Section e: this event was reported by the distributor. The physician is: dr. (B)(6). Block e1: initial reporter address 2: (B)(6). Block h6: medical device code a0401 captures the reportable event of tripwire broken. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the handle assembly and ligator head were returned with the device. It was also noted that the ligator head returned with two bands attached and moved from their position. The trip wire was not broken, the suture thread was intact, and it was attached to the distal trip wire loop. Additionally, the trip wire was not secured, and the slack was not taken up correctly. Further examination shows that the ligator head teeth were damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The reported event of trip wire break was not confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle assembly and the slack was not taken up correctly. Failure to follow these steps can cause the trip wire to slip through the handle assembly during deployment and cause an inaccurate deployment of bands and damage to the ligator head teeth. Taking all available information into consideration, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the end of the esophagus during an esophageal varicose ligation procedure performed on (B)(6) 2021. During the procedure, the physician used the device and deployed the fifth band; however, the trip wire fractured. It was reported that there was no difficulty experienced upon setting up the device. The device was removed and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
This event was reported by the distributor. The physician is: dr. (B)(6). Phone: (B)(6). (B)(6). Initial reporter address 2: (B)(6). Medical device code (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the end of the esophagus during an esophageal varicose ligation procedure performed on (B)(6) 2021. During the procedure, the physician used the device and deployed the fifth band; however, the trip wire fractured. It was reported that there was no difficulty experienced upon setting up the device. The device was removed and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.